Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the adhesive of the bending section cover had a cut, was detached and had slack due to chemical or physical stress. Upon further inspection, it was observed that the forceps channel port was shaved due to physical stress. It was also observed that the light guide cover glass had corrosion due to chemical stress. It was observed that the universal cord had discoloration due to chemical or physical stress. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, it was observed that the bending angle in the down direction did not meet the standard value due to wear of the angle wire. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: distal end, control unit, eyepiece and on the scope cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the bronchofiberscope outer sheath came out near the camera head. The reported issue occurred during receipt inspection of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the forceps channel port was shaved which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that endo therapy accessories or metal part of the cleaning brush touched the biopsy channel port during insertion/withdrawal of those products, causing the shaved forceps. Olympus will continue to monitor field performance for this device.